Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dissection of the greater curvature and stapling of the stomach in a sleeve gastrectomy, the patient had minimal bleeding due to poor staple formation. The surgeon dissected the bleeding area. There was no regrasp alert reported. There was an end tone heard and there was an evidence of energy delivery. There was no patient injury.